Manufacturer narrative:
Initial 3 of 4 name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that four infusion sets tubing were leaking at the site on (B)(6) 2026. The infusion set was in use for two hours for all events. The patient replaced infusion set and resumed insulin deliveries successfully.